Event description:
Two balloons ruptured during an arteriovenous hemodialysis fistula graft dilatation procedure at the venous anastomosis. The first balloon ruptured on the first inflation at 8 atmospheres and the second balloon ruptured on the second inflation at approx 10-11 atmospheres. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices have been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomosis) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels, access to bypass grafts for angioplasty may be contributed to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, without evaluating the devices, co is unable to determine the exact cause of this event. Co 's directions for use state: "if loss of pressure within the balloon occurrs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove cafefully".